Event description:
I have used renu products for as long as I have worn contacts, 15-20 yrs. Bought moisture loc in april or march 2005. At the end of 05/05, I woke up and couldn't open my eye from matter gluing it shut and pain from lights. I went to my eye dr and he sent me to a specialist. I was diagnosed with herpes virus infections and fungas infections, gook over the rest of my eye. I used several antibiotics but no help, so I could see. It got worse and worse until, I had an emergency corneal transplant in 09/05, or I would have lost my eye. After the transplant I still had infection so, I went back for a second surgery with infections. In 10/05 I am still seeing the specialist to check vision. I took at least five different drops in my left eye to help me.